Manufacturer narrative:
The device was not returned to mmd for evaluation. A DHR review was completed and no non-conformances were found. Because the device was not returned to mmd an investigation could not be completed. This report will be updated if the device is returned to mmd.

Event description:
The initial reporter stated that the pump would not deliver "thin formula". It is unclear if the pump was alarming or if the pump appeared to be running and did not deliver as expected. Mmd did attempt to follow up with the initial reporter multiple times but was not successful. The initial reporter did state that the patient had not experienced any adverse effects due to the complaint. No additional information was provided. (B)(4).